Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: the remaining steps for the reported call service (cs) 078 alarm was unable to be completed due to the unresponsive keypad. Multiple cs 078 alarms in the black box history were observed. The pump was opened; there was evidence of moisture found throughout pump. Unrelated to the complaint, a dim and faded display was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.